Manufacturer narrative:
Additional information : b1: the type of reported complaint was updated from "anticipated serious injury" to "product problem". E1: customer contact information, phone number and mailing address information was updated.

Manufacturer narrative:
Analysis results: product will not be returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
The event date is approximate. The diamond clean smart charger is an accessory to the diamond clean smart power toothbrush system. Charger serial number was not provided. Customer contact information, mailing address and phone number were not provided.

Event description:
Customer reports that their diamondclean smart charger burst during charging. There is no property damaged or injury reported.